Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine battery change out, the rv lead was tested on the analyzer and it was found that it had gradually increasing thresholds to a high measurement. It was also indicated that the lead had gradually increasing lead impedance to a high measurement. Based on the patient's medical history, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.